Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years post tmvr procedure with a 23mm sapien 3 valve implanted in a pre-existing 23mm non-edwards surgical valve the valve was stenosed. At that time the non-edwards valve was not fractured at time of implant. Per an echo the sapien valve showed ''mean gradient 16mmhg. Mitral stenosis w/ mean inflow gradient of 11mmhg at hr of 55bpm. Thickened, immobile mitral valve leaflets. Trivial tricuspid regurgitation. Borderline elevated rv pressure by tricuspid regurgitation jet velocity (34+ra v wave). Trivial lvoto. Mild aortic regurg. Moderately dilated lv w/ good systolic function. Qualitatively good rv systolic function.'' A second 23mm sapien 3 valve was implanted with the possibility of fracturing the previously implanted non-edwards valve after implantation. The second 23mm s3 was implanted without difficulty but was under expanded. The team post-dilated the valves with a 22mm atlas gold balloon up to 24 atm that caused fracture of the surgical valve ring. Upon tee assessment, it appeared that one of the 23mm s3 leaflets was not fully moving appropriately. Half of the leaflet appeared to ''stuck.'' Dr. (B)(6) attempted to ''free'' up the leaflet using a wire and pigtail but was unsuccessful. The team was made aware (again) that the case was off-label, but we proceeded with another 23mm s3, with an additional 2cc in the commander inflation balloon (this makes three total inside the epic) without difficulties. This last 23mm s3 is the functioning valve in the patient now. No patient harm noted, they tolerated the procedure well and left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for leaflet motion restriction was confirmed based on available information to date. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a second 23mm sapien 3 valve was implanted with the possibility of fracturing the previously implanted non-edwards valve after implantation. The second 23mm s3 was implanted without difficulty but was under expanded. The team post-dilated the valves with a 22mm atlas gold balloon up to 24 atm that caused fracture of the surgical valve ring. Upon tee assessment, it appeared that one of the 23mm s3 leaflets was not fully moving appropriately.'' In this case, the leaflet motion restricted was observed after the post-dilation with a non-ew device (22mm atlas gold), so the valve leaflet could be potentially over manipulated through the post-dilation. As such, available information suggests that procedure factors (post-dilation with non-ew device) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.